Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('3 weeks of period out of every month') in a (B)(6) year-old female patient who had essure (batch no. A67116-not valid) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial polyp, bleeding menstrual heavy, dysmenorrhea and uterine bleeding. Concurrent conditions included chronic anemia. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced anaemia ("recently she was told that her anemia was worse"), dysmenorrhoea ("dysmenorrhea") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (salpingectomy laparoscopic). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia had not resolved and the anaemia, dysmenorrhoea and uterine haemorrhage outcome was unknown. The reporter provided no causality assessment for anaemia and menorrhagia with essure. The reporter considered dysmenorrhoea and uterine haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2013. Lot number reported (a67116) is not valid. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. However, the reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: case was upgraded to serious incident. New events- dysmenorrhea, abnormal uterine bleeding was added. Removal date was added. Lawyer was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.